Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The issue did not lead to any notable events prior to the malfunction, and it was noted that the malfunction code was resettable, although the call was dropped when a three-way call was attempted to bring the customer on the line.